Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed the electrical safety test during preventive maintenance (pm). There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed the electrical safety test during preventive maintenance (pm). The remote service engineer (rse) performed troubleshooting and found that the resistance was good at the main grounding stud from the alternating current (ac) inlet filter, but the resistance was out of tolerance high at the gas delivery system (gds) ground connection. The rse therefore advised the customer replaced the gds to ground cable and provided the customer with the part number of the replacement gds to ground cable and power cord for repair. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device failed the electrical safety test during preventive maintenance (pm). The remote service engineer (rse) performed troubleshooting and found that the resistance was good at the main grounding stud from the alternating current (ac) inlet filter, but the resistance was out of tolerance high at the gas delivery system (gds) ground connection. The rse therefore advised the customer replaced the gds to ground cable and provided the customer with the part number of the replacement gds to ground cable and power cord for repair. Per good faith effort (gfe) response, the power cord and ground wire were replaced, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.